Manufacturer narrative:
(B)(6). Advanced bionics considers the investigation into this reportable event as closed. The recipient has resumed use of the device. The recipient's implant site has healed and no signs of skin issues. The recipient remains implanted. This is the final report.

Event description:
The recipient reportedly experienced skin breakdown and an infection at the implant site. The recipient discontinued use of the device. On (B)(6) 2017, the recipient was prescribed fucidin for 2 weeks. The recipient's external magnet strength was reduced. The recipient's infection has resolved.